Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings for up to three hours after meal announcements and requested a factory restart, and additional training was scheduled. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included user support and training focused on meal announcement use. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.